Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer accidently put the pump into storage mode. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed their bg with a manual dose injection.